Event description:
Customer reported when removing the catheter, the cuff was no longer attached to the catheter. The physican was changing out the catheter and usually does dissection between the cuff and the tissues. In this case not much dissection had to be done and the catheter was clean with no residue of the cuff left on it. It was unknown if the cuff was left in the patient's body. The cuff was never found. The catheter was placed on (B)(6) 2020 and removed (B)(6) 2021. Catheter worked with no issues during that time. No medical intervention was required. No imaging was performed on patient to look for cuff. No patient harm was reported. The new catheter was placed without incident.

Manufacturer narrative:
(B)(4). The customer returned one chronic hemodialysis catheter for analysis. Signs-of-use in the form of biological material was observed on the catheter body. The separated cuff was not returned for analysis. Visual analysis revealed that the catheter cuff on the catheter body was no longer present on the assembly. Microscopic examination revealed remnants of the cuff in the form of adhesive residue on the catheter body. No other defects or anomalies were observed. The catheter body length measured 22.75cm, which is within the specification limits of 20cm-26cm. The catheter body outer diameter measured .2065", which is within the specification limits of .2010"-.2070" per the catheter body extrusion graphic. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "cut catheter between clamp and exit site, remove internal portion of catheter through cuff incision site. Check catheter integrity for tears. Measure catheter when removed; it must be equal to length of catheter when inserted. Inspect for entire cuff". The reported complaint of a catheter cuff separating from the catheter body was confirmed by complaint investigation. The catheter cuff was not returned. The catheter body extrusion contained adhesive material at the location of the cuff. This indicates that manufacturing correctly assembled the cuff to the extrusion. No other anomalies or abnormalities were observed. A device history record review was performed, and no relevant findings were identified. Based on the sample received, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn# (B)(4).

Event description:
Customer reported when removing the catheter, the cuff was no longer attached to the catheter. The physician was changing out the catheter and usually does dissection between the cuff and the tissues. In this case not much dissection had to be done and the catheter was clean with no residue of the cuff left on it. It was unknown if the cuff was left in the patient's body. The cuff was never found. The catheter was placed on (B)(6) 2020 and removed (B)(6) 2021. Catheter worked with no issues during that time. No medical intervention was required. No imaging was performed on patient to look for cuff. No patient harm was reported. The new catheter was placed without incident.